Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient said their battery went dead in 2013 and stopped working after that; the rep alleged the ins was in overdischarge. Patient services reviewed that if they wanted to recover the ins, that it would likely take multiple physician mode recharge (prm) sessions and the ins would drain rapidly after recovery and overall capacity would be reduced. The rep was going to discuss the next steps with the healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins being non-functional was not determined. The patient claims she was recharging regularly and then it "just went dead". The patient was instructed to call the rep with a time she could meet and dedicate several hours to doing a physician reset. As of today ((B)(6) 2018), the patient has not yet contacted the rep. The ins not working has not been resolved. The patient's weight was unknown at the time of the event. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that device was "non-functioning" and they needed the manufacturing representative (rep) to check it. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's battery depleting shortly after implant has still not been resolved. The patient is in need of a MRI. No further information was reported.